Manufacturer narrative:
Correction: additional info: evaluation summary: one sample was received for evaluation and the reported event of failure cut in cuff was confirmed in the received sample. The device history record (DHR) was reviewed and no discrepancies were found. Manufacturing process was reviewed and currently, there is no potential risk. Deflation test is performed for all products. The operator inspects for no leaks and segregates the defective parts. Once the part is inspected visually, then the instruction provides the guidelines to deflate the cuff. All manufacturing controls were found acceptable and effective to detect the reported failure mode. The confirmed failure (cut in cuff) would have been detected during the 100% inflation/ deflation test, therefore, the failure mode is not confirmed as related with the manufacturing process. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that prior to use on a patient, the cuff did not inflate. The customer reported that there was no patient involved.